Manufacturer narrative:
The customer did not return any sample for this complaint. Testing was performed on retained product from device lot w44527 using in-house triage meters. Cardiac marker calibrator h and in-house pt samples were tested. Pt samples were also run on beckman access2. Customer's complaint not confirmed, no discrepant results observed: no false positive results observed after pt samples were tested on triage and access2. Due to the increased trend for complaints for discrepant tni results, a CAPA was opened for further investigation.

Event description:
Customer reported false positive results when testing troponin I (tni) on triage cardiac panel 25 test vs. Results from centaur. In 2009 tni 3.11; 4 hrs later tni 2.98; cbc draw 4.07. The following day, tni 2.66 (same blood); repeat testing on cbc draw 4.33. Results from centaur: 0.019 at 10am, 0.045 at 4pm. Pt has no sign of heart attack. Falsely elevated tni results may lead to invasive procedure or medication.